Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. The product lot code required to retrieve the device history records for reviewing and search the complaint database by manufacturing lot code were not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.